Event description:
The customer reported an instrument leak of 10-20ml of fluid from the coulter lh 780 hematology analyzer. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced tubing at pinch valve vl12a resolving the leak. (B)(4).